Event description:
Info received indicates while the technician was performing preventive maintenance, he found the bed failed the electrical safety check due to a loose ground pin on the power cord.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.